Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that it seemed that the implantable neurostimulator (ins)  have turned itself off. Caller stated that they had last charged the ins on sunday, and they were able to charge it up to 100% today, but the therapy was off. Agent walked them through connecting to the ins and reviewed turning therapy on. They were able to connect and turned therapy back on during the call.